Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. A receiver charge test was not performed due to the receiver shutting down when connected to the charger or download tool. A receiver boot test was performed and passed. Functional tests were not performed due to the receiver shutting down when connected to the charger or download tool. An internal visual inspection was performed and passed. The receiver log was not downloaded and reviewed due to the receiver shutting down when connected to the charger or download tool. The allegation was undetermined. The probable cause was could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver initialized without a manual restart occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.